Event description:
It was reported the doctor placed the drill in the handpiece, revved it, the drill seemed "wobbly", doctor revved again, touched the drill while it was spinning, it broke, hitting the doctor in the neck. Injury required a band-aid.

Manufacturer narrative:
IFU states some warnings and precautions: "twist drill should not be revved prior to contact with the bone.", "breakage of twist drills may result in injury to the patient, the user, or third party.", "insure drill is fully seated in handpiece prior to use. " the user facility is foreign; therefore a facility medwatch report will not be available. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.